Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("there are 2 contraceptive coils in the pelvis"), pelvic pain ("pain/pain") and colon cancer ("surgery (other) type of surgery: colon resection/tumor / teratoma / cancer type: colon cancer") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nickel sensitivity (not recovered prior to essure). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), the first episode of dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and weight increased ("weight gain / loss specify which one: weight gain"). In 2012, the patient experienced colon cancer (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menometrorrhagia ("heavy irregular cycle"), abdominal distension ("bloating"), hypersensitivity ("allergic reaction"), the second episode of dyspareunia ("painful intercourse"), inflammation ("inflammation") and allergy to metals ("nickel allergy/ other injury(ies) or complication (s) please describe: titanium allergy"). The patient was treated with surgery (hysterectomy,bilateral salpingo-oophorectomy) and surgery (colon resection). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, menometrorrhagia, abdominal distension, hypersensitivity, the last episode of dyspareunia, inflammation, vaginal haemorrhage, menorrhagia, migraine, headache, colon cancer, fatigue and weight increased outcome was unknown, the pelvic pain had resolved and the allergy to metals was resolving. The reporter considered abdominal distension, allergy to metals, colon cancer, device dislocation, fatigue, headache, hypersensitivity, inflammation, menometrorrhagia, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, weight increased, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: allergy to metal. Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), migraines / headaches, nickel allergy, surgery (other) type of surgery: colon resection, tumor / teratoma / cancer type: colon, dyspareunia (painful sexual intercourse), pain, fatigue, weight gain / loss specify which one: weight gain, other injury(ies) or complication (s) please describe: titanium allergy were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("heavy irregular cycle"), abdominal distension ("bloating"), hypersensitivity ("allergic reaction"), dyspareunia ("painful intercourse") and inflammation ("inflammation"). The patient was treated with surgery to remove the essure implant on (B)(6) 2016. At the time of the report, the pelvic pain, menometrorrhagia, abdominal distension, hypersensitivity, dyspareunia and inflammation outcome was unknown. The reporter considered abdominal distension, dyspareunia, hypersensitivity, inflammation, menometrorrhagia and pelvic pain to be related to essure. The reporter commented: she had need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.